Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and the patient passed away due to respiratory failure. The reported event of patient's death received from gfe response was reviewed by the manufacturer clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary.   The device has not yet returned to the manufacturer for evaluation, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section h6 -type of investigation, investigation findings and investigation conclusions has been updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res (B)(4).

Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.